Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. The reporter claimed obtaining blood glucose readings of "164 mg/dl" with the subject meter and "either 115 or 118 mg/dl" on another device, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.